Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivery and customer experienced high blood glucose level. Customer¿s blood glucose was 14 mmol/l at the time of incident. Customer¿s current blood glucose was 18 mmol/l. Customer reported that they treated with syringes. Customer was alleging the insulin pump because the customer had high blood glucose level. Troubleshooting was done for high blood glucose level and under delivery. The insulin pump will not return for the analysis.